Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing snapped near the site while she was sleeping. The site was at the right abdomen and the pump was worn on her right pocket side. The infusion had been in use for 2 days and infusions were stored in a bag in the living room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.